Manufacturer narrative:
Patient identifier and weight were not released by the site.

Event description:
It was reported that an enflow fluid warmer was placed next to a patient's right forearm with a single sheet in between during surgery. The surgery lasted from 07:30 to approximately 12:30. A second degree burn was noted on the right arm when the patient was moved from the surgery bed to the stretcher for transport. The burn was inspected by dr (B)(6) from anesthesia and it was determined that no intervention was required. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.